Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip movement. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat a functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed, reducing mr to <1. On 07/13/2018, it was found that the clip had become loose on the posterior leaflet. Another procedure will be planned for a later date. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: a second mitraclip procedure was performed on (B)(6) 2018 to treat the posterior leaflet detachment (single leaflet device attachment/slda). The second clip (80426u274) was implanted lateral to the previous clip reducing mr from 4 to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The reported adverse event of worsening mitral regurgitation (mr) was a result of the slda. The reported patient effect of worsening mt, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.